Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded low out of range shock impedances on the right ventricular (rv) lead, measuring 5 ohms. It was noted that the shock impedances had been stable in the 30-40 ohms range. Technical services (ts) discussed that this could be due to external electromagnetic interference (emi) or could indicate an insulation issue. Ts also discussed that a commanded max energy shock could also be considered. The physician elected to continue to monitor the patient/system. This ICD and rv lead remain in service. No adverse patient effects were reported.